Manufacturer narrative:
Eua200159. H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 445003) lot 0120606 was performed by the verification of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. Two run files were received for the investigation (runs 55 and 56) from bd max¿ instrument ct1613. The complaint text explains that the reason for the customer issue is the use of the viasure certest udp with the bd sars-cov-2 reagents for bd max¿ systems. Accordingly, the pdf report shows that the certest udp was used. Analysis of run 55 shows that all the samples in deck a were unr, whereas the samples tested on deck b gave valid covid results. It is highly suspected that bd sars-cov-2 reagents were used on deck a, along with the certest udp, but the customer used certest reagents on deck b. This is supported by the fact that vic signal, corresponding to the channel for the certest assay internal control detection, was detected in all the samples from deck b, and not on deck a. Run 56 was all unr (deck a) and no signal was observed in the vic channel. The data provided with the complaint provided does not depict the information contained in the complaint text, regarding a high rate of positive results with late CT values and low fluorescence levels. Nevertheless, run 55 deck b contains positive results (6 out of 12 samples tested), also tested with the certest assay udp, and each sample gave an expected amplification curve, with CT values <34. There is no complaint trend for false positive results for the bd max sars-cov-2 reagent lot 0120606. The root cause for the customer issue was identified as wrong udp parameters used. Bd cannot confirm the complaint based on the investigation that was performed. There is no element indicating a product issue. No corrective and preventive action (CAPA) was initiated at this time.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. The false results were not reported to the clinicians.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Initial reporter phone number: (B)(6).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. The false results were not reported to the clinicians.